Event description:
It was reported by a user facility that an employee of the facility was burned during hr treatment with a lumenis lightsheer xc laser. No information regarding the degree of burn was received.

Manufacturer narrative:
Lumenis investigated the reported event making reasonable attempts by telephone to obtain information from the initial reporter regarding the event; however, the facility did not respond to requests for information. A review of service records for the subject device concluded that no preventative maintenance had been performed since the device was sold 03/14/2007 in contraindication to device labeling requirements for annual preventive maintenance service. Although no information was provided by the user facility about the service history of the device, lumenis cannot rule out that service by unauthorized third party service providers may have contributed to the reported adverse event. To the best of lumenis' knowledge, the subject device remains in service at the user facility. Should additional information be reported a follow up investigation will be performed. User facility declined service.